Event description:
A customer reported a high blood glucose reading obtained from a continuous glucose monitor, which was confirmed by a blood glucose meter showing 336 mg/dl. To resolve the issue, the customer administered a correction bolus via pump and was instructed by technical support to inspect the site and tubing connections. Large air bubbles were present in the tubing, prompting guidance on priming out air and ensuring insulin delivery was not compromised. The customer was educated on addressing gaps and air bubbles in the tubing and planned to replace supplies as necessary and resume insulin.